Manufacturer narrative:
Patient specifics are unknown. Date of event is unknown. Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged the 3m¿ ranger¿ high flow warming set (model 24355) lot hx9090 cassette slipped out 2-3cm and leaked blood at the fluid warming cassette/heat exchanger. No patient or staff injury was alleged.